Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: e1 address (country): previously reported as USA ; updated to united kingdom.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In previous report the b5 section was incorrect. The correct b5 section is, the patient has alleged of having nasal/throat irritation and cough. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of contamination in iso port, in blower box and blower. The manufacturer found no evidence of no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found contamination found in humidifier and humidifier tank seal, mineral deposits found in humidifier tank as well as on the heating plate. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of contamination on contamination in iso port, in blower box and blower, in humidifier and humidifier tank seal, mineral deposits found in humidifier tank as well as on the heating plate. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.